Manufacturer narrative:
Concomitant: product ID 39286-65, serial# (B)(4), implanted: 2015-(B)(6). Product type lead. Product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
The manufacturer representative reported that the patient was scheduled for lead revision on (B)(6)-2015. The consumer reported via the manufacturer representative that there was no adequate stimulation coverage. X-rays were taken and confirmed the lead had migrated. The patient was programmed (B)(6)-2015, and stimulation was improved with good pain coverage. The manufacturer representative followed up with the patient on (B)(6)-2015 and the patient was reportedly doing well. The patient was scheduled for a post-operative appointment on (B)(6)-2015. If additional information is received, a follow up report will be sent. The patient&#38112;indications for use included failed back surgery syndrome and spinal pain.